Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon interrogation, the patient's implantable cardioverter defibrillator was noted to exhibit myopotential over-sensing. No additional interventions were performed and the patient will be monitored. No patient consequences were reported.

Event description:
New information received notes that additional episodes of myopotentials over-sensing was noted on the patient's ICD. Corrective programming changes were recommended, but the patient will continue to be monitored. No additional patient symptoms were reported.